Event description:
It was reported that an implanted pump never had therapeutic effect. The patient stated that he wanted the pump removed because ¿it has never worked¿. The device system was used to deliver clonidine, bupivicaine, dilaudid, and morphine. It was reported that the drug was going to be changed to only bupivicaine. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8835, serial# (B)(4), (B)(4).